Event description:
The customer reported that they had erroneous results for nine patient samples tested for ion selective electrode (ise) potassium. The initial results were reported outside of the laboratory. The samples were repeated on a different cobas 6000 c501 module. The repeat results were considered to be correct and amended reports were issued. Sample one initially resulted as 6.1 mmol/l and repeated as 4.2 mmol/l. Sample two initially resulted as 6.0 mmol/l and repeated as 3.6 mmol/l. Sample three initially resulted as 6.1 mmol/l and repeated as 3.8 mmol/l. Sample four initially resulted as 5.2 mmol/l and repeated as 3.2 mmol/l. Sample five initially resulted as 5.0 mmol/l and repeated as 3.7 mmol/l. Sample six initially resulted as 5.0 mmol/l and repeated as 3.7 mmol/l. Sample seven initially resulted as 4.8 mmol/l and repeated as 3.8 mmol/l. Sample eight initially resulted as 5.8 mmol/l and repeated as 3.7 mmol/l. Sample nine initially resulted as 5.8 mmol/l and repeated as 3.7 mmol/l. The patients were not adversely affected by the event. The potassium electrode lot number was v89 with an expiration date of 12/31/2012. The field service representative determined that the ise sipper nozzle was defective. He replaced the sipper nozzle and tested operation. He performed calibration, quality control, and a precision check; all were within specifications.